Manufacturer narrative:
Examination of the returned product confirmed the reported breakage. Visual examination confirmed the 513-5226-01 rod component and 513-5226-02 handle component are disassociated at the weld. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The current returned device was manufactured in september 2008, prior to the supplier corrective action in june of 2009. No additional corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. After evaluation of the submitted instrument it was determined the failure was not related to the threaded portion and was inadvertently reported to the FDA.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threaded insertion part of extractor came apart from rod.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.